Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has error 00400 in the log for defib failure ( charging circuit). There was no reported patient involvement.

Manufacturer narrative:
The customer was given part number and pricing for a replacement power pca and was informed that there is a global ship hold. The device remains at the customer site.